Manufacturer narrative:
Pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion and the excessive no delivery test due to motor error alarm. Unable to verify for e70 alarm due to erase pump history file. Unit was received with scratched lcd window,cracked case at display window corners, cracked on reservoir tube lip,cracked reservoir tube window thru reservoir tube and missing end cap sticker. Pump passed unexpected restart error test. No unexpected restart alarm or unexpected restart noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 173 mg/dl. Troubleshooting was performed. The device was returned for analysis.